Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent appendectomy. It was reported that patient underwent removal of vaginal sling on (B)(6) 2014 for chronic vaginal pain and prior sling placement.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso and lysis of adhesions due to sui, pelvic pain, ovarian cyst and pelvic adhesive disease. It was reported that following insertion the patient experienced urinary problems and dyspareunia. It was also reported that patient had placement of a sacral nerve stimulator (interstim stage I, ii) implanted on (B)(6) 2012 due to urinary frequency, retention and urgency. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, urgency and nocturia.